Event description:
A surgeon reported bilateral side cut tags at 6 o'clock noted after lasik flap creation. The surgeon was able to lift the flap using a canula with a little more force. The flap looked fine after lifting it. The refractive procedure was completed without issues. There was injury reported. No further information is expected. This complaint will address the right eye,

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).